Event description:
Customer reports one incident of a blood leak on use 16 in the middle of pt treatment. Noted by a blood leak alarm and confirmed with hemastix. Estimated blood loss 250 cc's. Treatment was continued with new disposables. No pt injury or medical intervention reported.